Event description:
It was reported that the external pulse generator had no ventricular output. The generator was returned for service. Follow-up determined that there was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. The heart lead flex was not seated correctly in the main printed circuit board. Upper and lower cases are broken. Battery release is contaminated. Ring cover is broken and two side bail covers are contaminated. The ring is missing. Battery drawer is out of specification (latch worn). Cosmetic issue found on the keyboard pad.